Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent dislodgement occurred. The 3.50x28mm liberte bare metal stent came off the delivery balloon during preparation. The device never entered the pt. The procedure was completed with another of the same device. There were no pt complications and the pt's current condition is listed as "ok". Additional info was requested but was not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.